Event description:
The customer reported that the insulin pump alarmed no delivery. Customer cleared the alarm and changed the battery and tried to prime and the insulin pump just froze. Customer's insulin pump froze and received button error. Customer's blood glucose was 446 mg/dl. Customer treated with a manual injection. Unable to troubleshoot due to button error. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm or no frozen screen noted. The unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.